Event description:
This spontaneous case was reported by an other and describes the occurrence of the first episode of back pain ("lumbar pain / back ache / back pain was always with me") and urinary tract infection ("recurrent urinary tract infections") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 and appendicitis. Patient was almost never ill. She was an energetic person in good shape. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("a bit of trouble with placement on the right side"). In 2015, the patient experienced dysmenorrhoea ("painful menstrual periods, heavier and longer than before") and menorrhagia ("painful menstrual periods, heavier and longer than before"). In (B)(6) 2015, the patient experienced back injury ("injured my back"). In (B)(6) 2016, the patient experienced urinary tract infection (seriousness criterion medically significant). In 2017, the patient experienced chest pain ("pain below left breast"), heart rate increased ("heart that started racing as soon as I tried to stand up"), musculoskeletal chest pain ("the pain below my ribs, but on the right side") and procedural pain ("the day after procedure, terrible pain on right side, extended under breast, shoulder and upper back"). On an unknown date, the patient experienced the first episode of back pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), the first episode of arthralgia ("joint pain especially the legs"), tachycardia ("tachycardia"), patient isolation ("isolation"), depression ("depression"), the second episode of arthralgia ("pain in the hips"), nasopharyngitis ("I was cold all the time"), ill-defined disorder ("ill"), apathy ("no desire for anything"), cystitis ("cystitis"), fungal infection ("mycosis"), bronchitis ("very bad bronchitis"), paraesthesia ("paraesthesia of the right leg"), depressed mood ("feeling very low, especially in my head"), the second episode of back pain ("acute lumbago") and intervertebral disc disorder ("vertebrae were stuck"). The patient was treated with analgesics, muscle relaxants, antibiotics, surgery (laparoscopic hysterectomy and bilateral salpingectomy), physical therapy (physiotherapy for several weeks) and physical therapy (joints were manupulated and back was cracked). Essure was removed in (B)(6) 2017. At the time of the report, the fatigue and the last episode of back pain had resolved, the urinary tract infection, tachycardia, dysmenorrhoea, menorrhagia, patient isolation, depression, complication of device insertion, back injury, the last episode of arthralgia, nasopharyngitis, ill-defined disorder, apathy, cystitis, fungal infection, bronchitis, chest pain, heart rate increased, musculoskeletal chest pain, procedural pain, paraesthesia and depression mood was resolving and the intervertebral disc disorder outcome was unknown. The reporter considered apathy, back injury, bronchitis, chest pain, complication of device insertion, cystitis, depression, depression mood, dysmenorrhoea, fatigue, fungal infection, heart rate increased, ill-defined disorder, intervertebral disc disorder, menorrhagia, musculoskeletal chest pain, nasopharyngitis, paraesthesia, patient isolation, procedural pain, tachycardia, urinary tract infection, the first episode of arthralgia, the first episode of back pain, the second episode of arthralgia and the second episode of back pain to be related to essure. The reporter commented: essure procedure removal went well. The day after the procedure she still had terrible pain on the right side, which went under the breast and extended up to the shoulder and a point in the upper back. She was told it was gas. Six days after the procedure, she still had the pain, which hindered her in her everyday activities. According to the surgeon, it was intercostal pain due to bronchitis. On the other hand, in the lower part of my body everything is going all right. She no longer had pain in lower body, the fatigue had gone away. All problems were regressing. Diagnostic results: unknown date - series of tests due to back pain: nothing found. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of the first episode of back pain ("lumbar pain / back ache / back pain was always with me") and urinary tract infection ("recurrent urinary tract infections") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 and appendicitis. Patient was almost never ill. She was an energetic person in good shape. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("a bit of trouble with placement on the right side"). In 2015, the patient experienced dysmenorrhoea ("painful menstrual periods, heavier and longer than before") and menorrhagia ("painful menstrual periods, heavier and longer than before"). In (B)(6) 2015, the patient experienced back injury ("injured my back"). In (B)(6) 2016, the patient experienced urinary tract infection (seriousness criterion medically significant). In 2017, the patient experienced chest pain ("pain below left breast"), heart rate increased ("heart that started racing as soon as I tried to stand up"), musculoskeletal chest pain ("the pain below my ribs, but on the right side") and procedural pain ("the day after procedure, terrible pain on right side, extended under breast, shoulder and upper back"). On an unknown date, the patient experienced the first episode of back pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), the first episode of arthralgia ("joint pain especially the legs"), tachycardia ("tachycardia"), patient isolation ("isolation"), depression ("depression"), the second episode of arthralgia ("pain in the hips"), nasopharyngitis ("I was cold all the time"), ill-defined disorder ("ill"), apathy ("no desire for anything"), cystitis ("cystitis"), fungal infection ("mycosis"), bronchitis ("very bad bronchitis"), paraesthesia ("paraesthesia of the right leg"), depressed mood ("feeling very low, especially in my head"), the second episode of back pain ("acute lumbago") and intervertebral disc disorder ("vertebrae were stuck"). The patient was treated with analgesics, muscle relaxants, antibiotics, surgery (laparoscopic hysterectomy and bilateral salpingectomy), physical therapy (physiotherapy for several weeks and joints were manipulated and back was cracked). Essure was removed in (B)(6) 2017. At the time of the report, the fatigue and the last episode of back pain had resolved, the urinary tract infection, tachycardia, dysmenorrhoea, menorrhagia, patient isolation, depression, complication of device insertion, back injury, the last episode of arthralgia, nasopharyngitis, ill-defined disorder, apathy, cystitis, fungal infection, bronchitis, chest pain, heart rate increased, musculoskeletal chest pain, procedural pain, paraesthesia and depressed mood was resolving and the intervertebral disc disorder outcome was unknown. The reporter considered apathy, back injury, bronchitis, chest pain, complication of device insertion, cystitis, depressed mood, depression, dysmenorrhoea, fatigue, fungal infection, heart rate increased, ill-defined disorder, intervertebral disc disorder, menorrhagia, musculoskeletal chest pain, nasopharyngitis, paraesthesia, patient isolation, procedural pain, tachycardia, urinary tract infection, the first episode of arthralgia, the first episode of back pain, the second episode of arthralgia and the second episode of back pain to be related to essure. The reporter commented: essure procedure removal went well. The day after the procedure she still had terrible pain on the right side, which went under the breast and extended up to the shoulder and a point in the upper back. She was told it was gas. Six days after the procedure, she still had the pain, which hindered her in her everyday activities. According to the surgeon, it was intercostal pain due to bronchitis. On the other hand, in the lower part of my body everything is going all right. She no longer had pain in lower body, the fatigue had gone away. All problems were regressing. Diagnostic results: unknown date - series of tests due to back pain: nothing found. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 08-jan-2018 for the following meddra preferred term: back pain: the analysis in the global safety database revealed 471 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-dec-2017: similar incident listing attached and case updated accordingly. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.